Manufacturer narrative:
Getinge field service evaluated the unit, installed a new shelf support rack and returned broken shelf support rack to getinge engineering for further evaluation. Spot welds had broken on one side of upper arm of rack support. Further investigation found that the hardware supplied for install of the support rack was incorrect causing the interior screws to back out and cause support rack to be loose. Engineering believes that the loose support placed additional stress on the spot welds causing them to break. Root cause requires further investigation of weld process and packaging procedures.

Event description:
User facility reported that sterilizer interior shelf/ rack broke causing instrument kits to fall to the floor when sterilizer was unloaded.